Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed appeared to be exhibiting behavior consistent with a high current condition associated with the the low voltage capacitors. This current condition depleted the device battery faster than normal.

Event description:
It was reported that this pacemaker's battery appeared to be prematurely depleting. Analysis of the data was requested but the device was successfully explanted and replaced before the report was available. The subsequent report showed the power had been increasing gradually over the past year and would have been expected to continue to increase should it have remained implanted. The device is expected to return for analysis. No additional adverse patient effects were reported.